Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned. Reviewing the physical product and photos provided on the attachments the reported event was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device part 3172080, lot 9578001, and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tube that connects to air hose was broken. The surgeon used another device instead, and the surgery was completed successfully within 10 minutes delay. There was no adverse consequence to the patient.